Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the implantable cardioverter defibrillator (ICD) had a charge circuit timeout. It was noted that the patient had been lost to follow up since 2008 and that the ICD had been at end of service (eos) for two years. The patient was admitted to the hospital for intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.